Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they tried to use the controller yesterday because they were having a flare up in their back and they got software problem 1. Intellis 2.3.6 3.1546 4. App manager. C. Pt stated the implant had not worked for about 2 years. During the call the patient reset the controller and the software problem was cleared. Pt had to set time and date. Patient saw a message that the controller battery was empty. Patient plugged the controller into the ac power supply and confirmed the green light was blinking on the controller. Pt reported they had some issues with the implant battery moving around while trying to recharge the implant. Pt will monitor the issue and follow up with the managing healthcare provider (hcp) as needed. Pt stated they had to reset the controller before.